Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. Reportedly, the customer delivered a bolus via the pump to address elevated bg level.